Event description:
An unk size aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. Info received from the journal documented that in a study of 109 patients mirgration had occurred in 9 aneurx pts. No pt indentifiers are available at this time. Type 1 endoleak occurred in 3 of the migration affected pts and all were resolved by additional cuff placement at the proximal landing zone. The article documented that there was a trend toward higher probability of migration among reverse-tapered aortic neck as well as late aortic neck dilatation. There was no further information provided to medtronic about the details of the pt or relating to the aneurx device. MDR numbers for the 9 pts are 2953200-2005-01334 through 2953200-2005-01342.